Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - it was reported that the event date is july 30, 2025, and the alert date is (B)(6) 2025. Could you please provide a justification for this variance in the timing of the report related to this file? - loc just received the complaint from hospital in august 2025.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported that the suture broke when sewing in an unknown surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/2/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found corrected information: d4 UDI additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One empty foil and one labeled winding former with a needle suture combination that pertains to product code sxmp1b117. Upon initial inspection, no issues related to breakage suture were observed during the evaluation. However, the second loop is missing due to the suture having completely crossed the first loop. A knot was noted in the middle of the strand. Additionally, body fluids were found on the strand. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.